Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. Data was not provided for review. The reported events cannot be confirmed. A root cause cannot be determined. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a receiver with no audio output on (B)(6) 2015, resulting in a hypoglycemic event. Patient stated low alert was set for 80mg/dl. Patient reported not hearing alert at the time of the event. Patient's husband noticed signs of hypoglycemia, such as slow responses and impaired speech. Patient's husband took her to the hospital. When patient arrived at the hospital, patient reports blood glucose levels were at 16mg/dl. Patient was placed on an intravenous (IV) drip. No further medical intervention was required. At the time of contact, patient reported current condition as okay. No additional event or patient information is available.